Event description:
It was reported that the system indicated user advisory 8 (motor controller fault detected) that could not be cleared. No adverse event reported.

Manufacturer narrative:
Reported complaint of user advisory (ua) 8 (motor controller fault detected) was verified. A loose wire in the drivertrain cable that connects to the motor controller board connector was the cause of the ua8. The wire was re-seated into the connector. Platform passed final test. No adverse event reported.